Manufacturer narrative:
A customer obtained discordant, non-reactive vitros (B)(6) results from two different samples from the same patient when tested using a vitros (B)(6) reagent lot 4615 on a xt 7600 integrated system. The (B)(6) results were considered discordant when compared to reactive results obtained from two different non-vitros (B)(6) tests. A definitive assignable cause could not be determined with the information provided. Based on the historical quality control results provided, a vitros (B)(6) reagent lot 4615 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros (B)(6) lot 4615. Furthermore, diagnostic precision testing of the vitros xt7600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Also, the presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant non-reactive vitros results as no results using blocking tubes were provided by the customer. A definitive assignable cause could not be determined.

Event description:
A customer obtained discordant, non-reactive vitros (B)(6) results from two different samples from the same patient when tested using a vitros (B)(6) reagent lot 4615 on a xt 7600 integrated system. The (B)(6) results were considered discordant when compared to reactive results obtained from two different non-vitros (B)(6) tests. Sample results of 0.33 and 0.38 s/c (non-reactive) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, non-reactive vitros (B)(6) results were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).